Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from college of (B)(6) proficiency sample and a non-vitros biorad l2 qc fluid using a vitros 5600 integrated system when compared to the respective mean results for the samples. The root cause for the higher than expected cap proficiency results and biorad l2 qc fluid results has been established to be user error by the customer in the practice of incorrect calibrator storage post reconstitution. Email address for contact office above is (B)(4).

Event description:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from college of (B)(6) proficiency sample and a non-vitros biorad level 2 (l2) quality control (qc) fluid using a vitros 5600 integrated system when compared to the respective mean results for the samples. Cap 02 results of 171.8 and 166.1 pg/ml vs. The expected result of 127.51 pg/ml. Biorad qc level 2 results of 271.1, 267.8, 277.9, 275.6, 265.8, 278.3 and 267.4 pg/ml vs. The expected result of 205 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth cap proficiency fluid results and the non-vitros biorad l2 qc fluid results were from non-patient fluids. There was no indication from the customer that patient samples were affected, however, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).